Event description:
A physician reported a pt who was treated with two formulations of collagen on 3 september 1997 in the glabella, transverse forehead lines and a chicken pox scar between the eyebrows. On 4 september 1997, the pt experienced pain, edema, and pre-infarction color changes at the glabella. On 5 september 1997, the physician observed a magenta-colored patch of infarction at the glabella and prescribed tobradex ophthalmic ointment and oral niacin. On 6 september 1997, the physician observed severe discoloration at the glabella with some depressed black eschar formation. On approx 6 september 1997, the physician instructed the pt to apply nitropaste to the glabella. On 8 september 1997, the evolution of the infarction had continued with a good possibility of a scar. The physician believed that the pt had developed a necrosis at the glabella.